Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 122 mg/dl. Reportedly, the customer wears the pump against their skin and there was a temperature change to the pump prior to the occlusion alarm occurring. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Tandem technical support advised the customer to prevent temperature changes to the pump.